Event description:
Customer reported being hospitalized due to dka. Unable to complete troubleshooting customer does not have a clamp. Instructed customer to monitor high blood glucose, explained the 2 high blood glucose rule and asked customer to call back for high pressure test when clamp arrives.